Event description:
It was reported that the pace/sense portion of the model 6949 lead was capped, due to inappropriate shocks, high impedance, no capture, sensing difficulty, and apparent fracture. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.